Event description:
It was reported that during a laparoscopic colon procedure, the device fired properly. However, there is difficulty aligning the anvil to the trocar. The surgeon uses the bullet grasper and the grasper slips then ends up beating up the rectal stump. There was a hole in the rectal stump from the grasper. Another device was used to complete the procedure. Twenty minutes was added to the case. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.